Manufacturer narrative:
The returned acetabular insert was evaluated and found to be within mfg specs. The problem could not be reproduced with the returned acetabular insert.

Event description:
The surgeon experienced difficulty when attempting to seat the apex-lnk acetabular insert into the acetabular shell. The pt was not harmed by the event. There was no delay in the surgical procedure.